Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device jaws were sticking and difficult to open. The issue was found reeprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the jaws are sticking and it's difficult opening was due to unable to manipulate handle. The most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue due to mechanical problem. Olympus will continue to monitor field performance for this device.